Manufacturer narrative:
H6 ime e2402: gas present through tissue, induration, ileus, air levels in abdomen, labs abnormal for deranged blood chemistries; h<(>&<)>h medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During review of medical records received from the patient's attorney, issues were identified after the product was used for therapeutic treatment of an incisional hernia. It was found that after the implant, the patient experienced ileus, air-fluid levels in abdomen, labs abnormal for deranged blood chemistries; h<(>&<)>h, bowel obstructions, hernia recurrence, inflammation, phlegmon, gas present through tissue, redness, pain, no bowel movement since day two of postop, induration, tenderness, cellulitis, diarrhea, bloated abdomen, discomfort, partial bowel obstruction, distention, fecal loading, abdominal pain, emesis, diminished bowel sounds, nausea, vomiting, swelling, adhesions, open draining wound, fistula, mass, wound infection, life-threatening situation, scarring, <(>&<)> fistulous tract. Post-operative patient treatment included x-ray, ultrasound, CT scan, multiple hospitalizations, antibiotics, IV fluid, IV antibiotics, pain medications, nothing by mouth, ng tube placement, anti-nausea medication, repair of incisional hernia, hernia sac excised, wound care, laparotomy, takedown of fistula, small bowel resection, resected mass, ligated loops of small bowel, fistula repair, fistulous tract excised, bowel defect closed with sutures, use of jp drain, primary repair of ventral hernia, <(>&<)> epidural for pain control.